Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges metal wear and loosening of stem after 1st revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Update: 11/2/15 - litigation received. There is no new additional information that would affect the investigation. Update jul 05, 2017: medical records received. In addition to what was previously alleged , pfs alleges weakness, loss of mobility, metallosis, tissue necrosis, stiffness and numbness, dermatitis, tinnitus, esophageal spasm, and bursitis. After review of medical records for the MDR reportability, it was stated that the patient was revised due to metallosis. Revision notes stated that there was minimal fluid within the hip joint but no tissue necrosis found. Examination notes reported that patient suffered from trochanteric bursitis. MRI showed a fluid collection at the posterior aspect of the femoral neck. Laboratory results for cobalt- chromium levels were above 7ppb. Added stem to the complaint. This complaint was updated on jul 13, 2017.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.